Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons were tested while navigating the menus and intermittent button response was noted during testing. During download review, pump error 63 alarm was recorded on adapt on 12/27/2024 02:26:40.000 file ID=5768 line ID=632. Per software engineering log investigation, it was determined that pump error 63 was cause by rf chip error. Download history files also recorded multiple stuck key (61) on 12/26/2024 at 15:47:21.000, on 12/26/2024 at 16:07:55.000, on 12/26/2024 at 16:22:24.000, on 12/26/2024 at 16:33:52.000, 12/27/2024 at 10:00:55.000, 12/27/2024 at 14:57:04.000, 12/27/2024 at 16:18:59.000, 12/27/2024 at 16:31:32.000, 12/27/2024 at 18:18:29.000, 12/27/2024 at 19:09:56.000 and on 12/29/2024 at 08:17:01.000. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on electronic assemblies and j1 connector on pcb1 was locked properly during visual inspection. However, corroded keypad traces noted during visual inspection causing intermittent button response. The following cosmetic damages were noted: broken belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer concern was not confirmed. Unable to confirm customer alleged concern of high bgs. Customer concern of intermittent button response was confirmed due to corroded keypad traces. Pump error 63 was also confirmed on download history files. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63- hardware low level failures, change sensor alert, button was stuck and received stuck button alarm. The customer reported blood glucose value of 240 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1884. Troubleshooting was performed. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.